Manufacturer narrative:
(B)(4). Medical product: femoral saw guide size 3: catalog#00541304116, lot#62007865. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event, please see associated report: 0001822565-2022-00456. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit became stuck in the cutting guide and the guide became very difficult to remove. There was no reported patient harm or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.